Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the communication loss is undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction /cardiogenic shock. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by transfer to backup aic. There was no reported harm or injury to the patient.